Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the worker¿s compensation representative of a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was not working properly and needed to be adjusted. The worker¿s compensation representative was instructed to contact the patient¿s healthcare provider (hcp) to request an appointment where a manufacturer representative could meet with the patient. No symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient only needed a minor reprogramming and the stimulation was appropriate. There was no product or adverse event to report. No symptoms or complications were reported.